Event description:
It was reported that the drive cable was hard to connect to the motor drive unit. The unit has metal connectors. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Damage to drive connector or coupling.no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.